Event description:
It was reported that there were times when the pressure of the peep (positive end-expiratory pressure) could not be maintained. The fault occurred during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem. The peep pressure valve was adjusted to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.